Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A trend analysis was performed. A search was conducted, and no lot information was found. Therefore, a device history record (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced leaks from the safe lock adp luer lock connector connection to the extraneal solution bag (non-fresenius device). Upon follow-up, with the patient's peritoneal dialysis registered nurse (pdrn), it was reported the event dates and amount of occurrences could not be confirmed. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event(s). The patient was able to complete treatment by retightening the connector. The connectors are not available to be returned because they were discarded.